Manufacturer narrative:
Analysis of programming history.

Event description:
Upon review of programming history, it was noted that the pt was found to be at unintended settings on (B)(6) 2006. The reset was likely caused by an interrupted system diagnostic test which occurred on (B)(6) 2006. A final interrogation was not performed on that date as recommended to verify pt settings. The pt was re-programmed to intended settings on (B)(6) 2006.